Event description:
On (B)(6) 2022, the following information was reported to kci by the nurse: the patient was allegedly not using the activ.a.c.¿ ion progress¿ remote therapy monitoring system properly and caused eschar formation. The doctor debrided the wound on (B)(6) 2022 to remove the eschar. Patient is now using the device correctly. On (B)(6) 2022, the following information was reported to kci by the nurse: the patient has a history of being non-compliant with overall healthcare regimen. Nurse stated these issues are common for patient due to patient experiencing difficulty with wound healing with previous wounds to include; history of cancelling follow-up appointments with infectious disease, history of osteomyelitis in lower extremities, and requiring four revisions to transmetatarsal amputation. On (B)(6) 2022; below knee amputation, on (B)(6)2022; first debridement, on (B)(6) 2022; patient no-showed to his scheduled appointment, on (B)(6) 2022; doctor's office was contacted by home health nurse regarding the wound was looking bad, on (B)(6) 2022; physician scheduled surgical debridement, wound showed no granulation tissue, covered in slough and eschar, and on (B)(6) 2022; there was zero granulation, full of slough that patient had to be turning off and/or disconnecting the device. Patient came to appointment with his v.a.c.® dressing in place and tubing wrapped around his leg without being connected to the device. Nurse stated that patient was advised by home health nurse to disconnect the tubing from the device when going to his appointments. Nurse educated the importance of applying wet to dry dressings when activ.a.c.¿ ion progress¿ remote therapy monitoring system is turned off for more than 1-2 hours. Nurse explained that patient is educated on how to apply an alternative dressing but due to history of being non-compliant, the patient refuses to follow the healthcare regimen. On (B)(6) 2022; patient was seen in office and wound showed improvement from wet to dry dressings, ordered on (B)(6) 2022, without requiring debridement. On 28-may-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On 26-jul-2022, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged eschar and slough requiring surgical debridement is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse reported the patient has a history of non-compliance with healthcare regimen and was turning off and/or disconnecting the device without placing an alternate dressing. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.